Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a 88-year-old male patient requiring mechanical circulatory support was being weaned from the impella cp. The last angiogram showed distal wire perforation of a branch off of the circulatory. The impella cp then ramped back up to auto and a balloon was inserted to slow flow to the perforation. A covered stent was placed at the site and pericardiocentesis was then performed. The physician was able to successfully shutoff perforation site and draw off around 500cc of blood from the pericardium and the impella cp explanted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.